Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The pacemaker's memory content was inspected. The inspection revealed that the device detected invalid memory content in a memory area not affecting the ability of the device to deliver anti-bradycardia therapies on (B)(6) 2024. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. In this case, the invalid memory condition was automatically repaired by the pacemaker. However, due to the invalid memory content the charge counter was reset, which resulted in the reported battery error message. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.

Event description:
A battery error was observed during the interrogation. The pacemaker is to be explanted and returned for analysis.